Manufacturer narrative:
Corrected information: sex .

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple models were noted in the article; however, a one to one correlation could not be made with unique device model/serial numbers with the available information provided. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report and there is no direct correlation with device serial numbers. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿combined heart failure device diagnostics identify patients at higher risk of subsequent heart failure hospitalizations.¿ jacc vol. 55, no. 17, 2010. April 27, 2010:1803¿10. Doi:10.1016/j.jacc.2009.11.089. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac resynchronization therapy (crt) devices. Multiple patients and multiple models were noted in the article; however, a one to one correlation could not be made with unique device model/serial numbers with the available information provided. Patient deaths were referenced in the article; however, there was no specific device serial number correlation or any indication that the deaths were device-related. Further follow up did not yet yield any additional information. The cause of death and device relatedness has been requested, but not yet received.